Manufacturer narrative:
Insulin pump had a detached end cap, minor scratches on display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube and cracked reservoir tube lip. Unable to test for prime alarm or perform the displacement test due to detached end cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that they received a compromised force sensor system alarm. Customer's blood glucose level at the time 130mg/dl. Advised insulin pump would be replaced. No additional information is provided.